Event description:
The ascension pip set awl snapped inside the pt. There was no reported pt injury; however, there was an increase in surgical time. Additional clinical info was requested, but not received to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.